Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor state 3: paired state (sensor works in this state all 14 days). Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device compared to an unknown result from a competitor brand meter. The customer did not report any symptoms but was seen in a hospital where a blood glucose result of 19 mmol/l was obtained. The customer was provided rapid-acting insulin for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event. Reportedly, a sensor scan of 2.90 mmol/l was compared to an hcp meter result of 19 mmol/l. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant.